Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. Issue occurred in the past, customer was able to resume insulin therapy. No additional information was obtained.